Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were ten to fifteen (10 - 15) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags that were leaking from the first seal on the spike port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
The device was manufactured between april 27, 2018 - april 30, 2018. One device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leakage from the spike port. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. The rest of the devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.